Event description:
The affiliate reported: blood flowed into the shunt and didn't get out so the shunt had been replaced with a new one. (Before use on patient). On (B)(4) 2014 additional information from the affiliate stated: let me answer to the questions. Was there any patient involvement or adverse events to the patient? No. Was surgery prolonged greater than 30 minutes as a result of this incident? No.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected; and confirms that biological debris was inside the valve casing. No occlusions were noted in the valve or catheter. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.